Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays constant transducer fault alarms on start-up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the issue and determined the most likely cause event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the device passes all performance checks. The fsr reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. . An evaluation of the component could be confirmed and duplicated. The pt 802 has failed. This issue will be internally investigated within vyaire.